Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the pump time was off by a few minutes. Customer adjusted the pump to the correct time. There was no impact to customer's blood glucose level.